Manufacturer narrative:
Section b3: the event date has been estimated. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the 72r electrodes caused skin irritation. It was later reported that the patient¿s skin became itchy. The patient cannot see the affected area but the patient¿s doctor noticed his skin was red and irritated. The doctor recommended the patient use hydrocortisone cream for the skin irritation. The patient stated he was changing the electrodes every 8 hours and was rotating the position of the electrodes about 1-2 inches up or down. It was noted that the patient does take blood pressure medication. The patient stopped treatment until the irritation was resolved and will resume treatment with the alternate electrodes. No further information was provided.

Manufacturer narrative:
Section b3: the event date has been estimated as january of 2025 as the day of the event is unknown. Additional information in following fields- b4: date of this report, d4: lot number and expiration date, g3: date received by manufacturer, h2, h6: evaluation codes. Corrected data in following fields - g1: contact office. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported that the 72r electrodes caused skin irritation. It was later reported that the patient¿s skin became itchy. The patient cannot see the affected area but the patient¿s doctor noticed his skin was red and irritated. The doctor recommended the patient use hydrocortisone cream for the skin irritation. The patient stated he was changing the electrodes every 8 hours and was rotating the position of the electrodes about 1-2 inches up or down. It was noted that the patient does take blood pressure medication. The patient stopped treatment until the irritation was resolved and will resume treatment with the alternate electrodes. No further information was provided.